Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 - initial reporter city:

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the third inflation at 10 atmospheres for 30seconds. The rupture was found at the tip of the balloon. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as result of the event.